Event description:
The customer reported no value and indeterminate (ind) flags for beta human chorionic gonadotrophin (bhcg) quality control (qc) and patient results involving access 2 immunoassay system. Through troubleshooting, it was discovered the customer had shared the bhcg reagent pack in use with another instrument. The customer stated one patient result of 0.00 miu/ml was reported out of the laboratory. Upon retest, with a newly loaded reagent pack, the result of 0.4 miu/ml was obtained (both results were below the normal range of the assay). The customer stated there was no patient consequence or change in patient treatment associated with this event. The customer was advised to load a new reagent pack and repeat quality control (qc) and patient samples. The customer was also advised of the risks of reagent pack sharing and confirmed the presence of reagent pack sharing warning sticker on the instruments.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone and did not question system performance. The cause of the event was reagent pack sharing between instruments.